Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. We were unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test the operating currents, audio/beep anomaly and failed battery test alarm due to no button response. The battery tube threads were not discolored. The insulin pump had minor scratches on display window, cracked battery tube threads, broken belt clip slot, a partially broken reservoir tube lip, loose/shifted end cap sticker and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 422 mg/dl and low blood glucose of 22 mg/dl. The customer stated that the blood glucose reached 550 mg/dl. The customer also reported that they received failed battery test alarm. The customer stated that they found a discoloration on the battery compartment. The customer's blood glucose was 376 mg/dl at the time of call. The customer stated that they treated the blood glucose with manual injection. The customer stated that they were unable to rewind due to failed battery test alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.